Event description:
Information received by medtronic indicated that insulin pump had trace pointers are invalid, history pointers failed. The history pointers are corrupted. Power error was also detected. The customer stated they were able to successfully clear the alarm. The customer stated that customer was not able to complete rewind. No harm requiring medical intervention reported. The device will be retuned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black. Customer returned device for alleged multiple pump error alarms found on july 13, 2022. The device passed the displacement test, sleep current measurement and active current measurement test however, power supply test failed during self-test alarm triggered during the self test. The device also experienced an unexpected unsafe shutdown after the battery was removed (unexpected battery power loss). Successfully downloaded the trace and history files using thus. The power management graph indicated abnormal behavior of the lithium backup battery loaded voltage. A review of the downloaded history files shows on july 13, 2022 there were eight (8) history pointers failed. The history pointers are corrupted alarms (2x at 12:01, 2x at 12:02, 2x at 12:03, and 2x at 16:58), four (4) trace pointers are invalid alarms (12:01, 12:02, 12:03, and 16:58), and four (4) post-reset ram crc alarms (2x at 12:02, 12:04, and 16:58) that occurred. Multiple pump errors alarms indicate that the device experienced unexpected unsafe shutdown. The device was cut open to perform visual inspection. Corrosion and moisture damage was found on the electronic assembly (electrical boards) with corrosion on the inside of the electrical boards. The corrosion has caused the electrical board (lithium backup battery) connector to brake off of electrical board. Unexpected unsafe shutdown ( multiple pump error alarms), this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the device from running alarms, and power supply test failed during self-test alarm during the self test are due to the corrosion damage causing the electrical board connector of electrical board to break off. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, stained keypad overlay, scratched case and pillowing keypad overlay. Unexpected unsafe shutdown ( multiple pump error alarms), this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the device from running alarms in the history files and the power supply test failed during self-test alarm during the self test are confirmed due to the corrosion damage causing the electrical board connector of electrical board to break off. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.